Event description:
Facility reported an internal blood leak on a 16th use dialyzer. Estimated blood loss 175cc. The pt received a transfusion on 10/4/99. The sample is available for examination. Hematocrit on 10/4 was 7.5, then received 2 units of packed cells. On 10/5, the pt was admitted to the hospital from home with chest pain and on 10/13 the hematocrit was 10./7. The pt is currently doing well (11/15/99).